Event description:
Boston scientific provided the following information: the rv lead was surgically capped. It was reported that, the pacemaker and this right ventricular (rv) lead were explanted and surgically abandoned respectively due to loss of capture (loc), high pacing threshold and a lead safety switch (lss) due to low impedances out of range. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.